Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (cholecystectomy tonsillectomy fallopian tube cannulation to induce occlusion by placement of bilateral implant, bilateral hysteroscopic (B)(6) 2013), pap smear abnormal, migraine, asthma, varicella, herpes simplex, depression, allergy (codeine and opiate derivatives ibuprofen), live birth (3), premature birth (1), parity 3 and multi gravida. Previously administered products included: doxycycline monohydrate, amitriptyline, etodolac, sertraline, triamcinolone acetonide and proair hfa. The patient had a family history of cancer (breast cancer gi cancer). On (B)(6) 2015,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.45 kg/sqm. [Pathology test] (date unknown): surgical pathology report final pathologic diagnosis fallopian tubes, bilateral, salpingectomy: -benign fallopian tube segments with benign paratubal cysts. -surgical hardware identified grossly. Specimen: fallopian tubes, bilateral, salpingectomy clinical data: presence of (intrauterine) contraceptive device and chronic female pelvic pain gross description:the longer fallopian tube segment measures 7.2 cm in length and 0.4 cm in greatest diameter with fimbriae and a paratubal cyst. Extending out of the longer fallopian tube segment proximal end is a 2.6 cm in maximum dimension silver metal coil. The shorter fallopian tube segment measures 4.8 cm in length and 0.4 cm in greatest diameter with fimbriae. Also in the specimen container are two segments of silver metal coils. Measuring from 2.2 up to 8.8 cm in greatest dimensions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (cholecystectomy tonsillectomy. Fallopian tube cannulation to induce occlusion by placement of bilateral implant, bilateral hysteroscopic (B)(6) 2013), pap smear abnormal, migraine, asthma, varicella, herpes simplex, depression, allergy (codeine and opiate derivatives ibuprofen), live birth (3), premature birth (1), parity 3 and multi gravida. Previously administered products included: doxycycline monohydrate, amitriptyline, etodolac, sertraline, triamcinolone acetonide and proair hfa. The patient had a family history of cancer (breast cancer gi cancer). On (B)(6) 2015, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.45 kg/sqm. [Pathology test] (date unknown): surgical pathology report. Final pathologic diagnosis: fallopian tubes, bilateral, salpingectomy: benign fallopian tube segments with benign. Paratubal cysts. Surgical hardware identified grossly. Specimen: fallopian tubes, bilateral, salpingectomy. Clinical data: presence of (intrauterine) contraceptive device and chronic female pelvic pain. Gross description: the longer fallopian tube segment measures 7.2 cm in length and 0.4 cm in greatest diameter with fimbriae and a paratubal cyst. Extending out of the longer fallopian tube segment proximal end is a 2.6 cm in maximum dimension silver metal coil. The shorter fallopian tube segment measures 4.8 cm in length and 0.4 cm in greatest diameter with fimbriae. Also in the specimen container are two segments of silver metal coils. Measuring from 2.2 up to 8.8 cm in greatest dimensions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.